Manufacturer narrative:
(B)(4), device MFR. Date: in the previous medwatch submission, the device MFR. Date for architect havab-m reagent lot 93794hn00 was incorrectly submitted as (B)(6) 2010. The correct device MFR. Date was (B)(6) 2010 which has been corrected in this follow up submission. The customer issue is now being associated with remedial recall 3002809144-4/21/11-001-r for the architect havab-m reagent lot 93794hn00. The remedial action number was changed from 2623532-1/4/10-001-c to 3002809144-4/21/11-001-r to reflect the change in site of manufacture for the suspect medical device and it's associated remedial action number, and the type of remedial action taken by abbott.

Manufacturer narrative:
(B)(4), device MFR. Date: in the previous medwatch submission, the device MFR. Date for architect havab-m reagent lot 93794hn00 was incorrectly submitted as (B)(4) 2010. The correct device MFR. Date was (B)(4) 2010 which has been corrected in this follow up submission. Type of remedial action initiated: in the previous submission, the type of remedial action was submitted as a product correction. The type of remedial action taken by abbott was a recall.

Manufacturer narrative:
(B)(4). Continued from concomitant medical products: architect i1000sr analyzer, list # 1l86-01, serial #(B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for false (B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Event description:
The customer observed a higher incidence of architect havab-m (B)(6) results when architect havab-m reagent lot 93794hn00 was in use. The customer stated the havab-m quality controls were within specifications and confirmed the architect ausab assay was not performed on this analyzer. The customer further stated the correct patient sample type (serum) was used per package insert recommendations, and specimens were stored correctly. The customer was advised to open a new havab-m calibrator kit and recalibrate the havab-m assay. After recalibration with a new reagent, calibrators and controls, the customer stated the increase in (B)(6) results continued. Abbott initiated a service request for the architect analyzer. An example of the customer's (B)(6) results is as follows: (B)(6), repeat result: (B)(6) (no value provided). There was no impact to patient management.